Event description:
Rptr did back to back (rapid succession) blood glucose tests, using the same fingerstick. Results were 177 and 111mg/dl. Rptr did not have any symptoms. On followup, rptr states checking test strip confirmation dot for enough blood, and has no problem getting samples. Rptr did not have control solution to test strips on meter. No harm was alleged.